Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: post procedure the angio-seal device was inserted as normal and when pulled out as normal the angio-seal device came out and the intra-arterial plate had not deployed. Manual pressure was held to complete arterial closure. The patient procedure prior to the use of the angio-seal device was a left heart catheterization (lhc). The estimated blood loss was less than 250cc. Additional information was received on 08sept2025: there were no issues with insertion of the device. The device went in like normal, however, the anchor never deployed and was in the delivery tube still. Additional information was received on 15sept2025: a 6fr. Procedure sheath was used. The patient was in stable condition.